Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: patient was seen in clinic by primary physician. Patient kept their cellphone in their back right pocket which was near their device. Patient was told to keep all electronic devices away from their right buttocks. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient called stating that they were ¿having problems¿ again. Patient said ¿it quit again¿ on the friday before. Patient clarified stating that the stimulatorquit and their fecal retention returned. Patient said they can ¿pee¿ but they can¿t ¿poop.¿ patient reiterated that they had been tingling so they turned it down to ¿240¿ and it worked for a while before their fecal retention returned. There were no further complications reported.